Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, a terumo sheath was inserted into the patient and significant impingement was noted due to a visible kink in the sheath at a bend in the artery. The sheath was removed from the patient and another sheath was used to successfully complete the procedure with no reported adverse patient effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).